Event description:
The daughter of an end user called in and reported red broken skin under the mass which began six (6) weeks ago. The end users daughter stated the normal wear time is seven (7) days, however the current wear time is two (2) to three (3) days.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user saw a wound care nurse who recommended resizing her skin barrier. The wound case nurse also recommended the usage of stomahesive powder and allkare skin protectant wipes. The end users daughter stated the end user was previously using genaraix skin protectant barrier. It was stated to the end users daughter that samples would be sent to resize the skin barrier. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.